Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received for evaluation. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batches 9212987 and 9304308 were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. H3 other text: see h.10.

Event description:
It was reported that 4 1 ml bd slip tip syringes with attached needles experienced broken needles. Product defect was noted during use. The following information was provided by the initial reporter: material no.: 309597; batch no.: 9212987, 9304308. Patient stated issues with removing caps on injection needles and 4 needles broke while attempting to remove needle cap.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9212987, medical device expiration date: 2024-06-30, device manufacture date: 2019-07-31. Medical device lot #: 9304308, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-31. Initial reporter occupation: product quality surveillance senior specialist ¿ commercial complaints. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 1 ml bd slip tip syringes with attached needles experienced broken needles. Product defect was noted during use. The following information was provided by the initial reporter: material no.: 309597, batch no.: 9212987, 9304308. Patient stated issues with removing caps on injection needles and 4 needles broke while attempting to remove needle cap.